Event description:
Contaminated iraaflow intraventricular device with new multi-drug resistance pseudomonas species. We have identified a new species of pseudomonas not yet named associated to an intraventricular device causing brain abscess and ventriculitis on a patient. We have identified this new species of bacteria via whole genome sequencing and only 2 cases ever reported worldwide at (B)(6) hospital in (B)(6). All isolates were isolated from cerebrospinal fluid from patients and the only thing in common is that they all had this device in place at the time of the infection. We highly suspect there is a contamination of these devices and recommend an investigation. This is a highly resistant strain of bacteria resistant to 99% of available antibiotics. We have done an extensive genomic investigation in collaboration with our colleagues at (B)(6) and concluded that this bacteria came from the same source. No preexisting condition and bacteria was not isolated from any other fluids from these patients. All patients had bad outcome resulting in death.